Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding, a 63-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient endured recurrent ventricular tachycardia (vt) requiring defibrillations and cardio-pulmonary resuscitation (CPR) with a "possible" relationship to the impella device used. Epinephrine and levophed increased. Vaso also increased.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.